Manufacturer narrative:
Investigation results: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 50ml ll lot 2507009 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples underwent further analysis and were visually inspected without finding any damaged cylinders or any other related defects. A leak test is performed on the samples received according to procedure and none of the defects could be reproduced. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Event description:
No additional information.

Event description:
Event details: during preparation of a chemotherapy bag, leak at the piston consequence(s) of the incident: use of a second device

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.